Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(B)(6) contacted technical services to report atrial lead impedance increased to 2020 ohms. Patient is asymptomatic. There were no other electrical anomalies. The upper limit will be increased to 3000 ohms and the patient will continue to be monitored.

Event description:
New information noted that programming changes were made to resolve the issue. The patient was asymptomatic.